Event description:
Received a report from a customer indicating she had used a super absorbency tampon toward the end of a light menstrual cycle, and had subsequently experienced pieces of the pledget that expelled one week after the end of said menses.

Manufacturer narrative:
Method: review of the manufacturing and quality inspection records was performed. Conclusion: review of the manufacturer and quality inspection records indicate product met aql criteria for the date code information provided. Complaints for the alleged failure are extremely low and no increased trend has been observed.